Event description:
The patient was undergoing a thrombectomy procedure in the femoral vein using an indigo system separator 8 (sep8) and an indigo system aspiration catheter 8 (cat8). It was reported that the clot was not calcified but had white old thrombus. During the procedure, while performing the first pass using the cat8 and sep8, the physician felt stuck and decided to remove the sep8 from the patient. Upon removal of the sep8, the physician found that the bulb of the sep8 had fractured in the femoral vein. The cat8 was then used to aspirate the sep8 bulb. The procedure was completed using a new sep8 and the same cat8. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned indigo system separator 8 (sep8) confirmed that the bulb was fractured. The complaint indicated that during the first pass, the sep8 felt stuck and decided to remove it. If the sep8 is retracted against resistance, damage such as a fracture may occur. Based on the reported event, the root cause of resistance could not be determined. The sep8 bulb was not returned for evaluation and was removed from the patient. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.